Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus of 12.05 units of insulin. The patient also reported issues viewing their bg values.

Manufacturer narrative:
The customer stated that on (B)(6) 2023 (date of occurrence), the controller showed "no active pod" after activating a new pod. They further stated that the controller displayed an unconfirmed bolus message for a bolus that wasn't programmed by the user. The physical controller was not returned for investigation. The user uploaded the device android log files to cloud. These files were downloaded for the investigation. The audit logs showed that the pod was deactivated at 13:37 on (B)(6) 2023. It was observed that at 13:40, priming was complete for a new pod but the pod did not go through activation and was deactivated at 13:42. No alarms or communication errors were seen that would result in device deactivation. The exact cause of deactivation could not be determined. The audit logs showed that no boluses were delivered on (B)(6) 2023. The log files showed no evidence of unconfirmed bolus messages on (B)(6) 2023. The exact cause of the reported unconfirmed bolus message on the controller could not be determined. The log files were checked for bolus deliveries made on (B)(6) 2023. It was seen that each bolus was calculated & adjusted using the bolus calculator and the bolus delivery was made only after the user provided confirmation. This indicates that the bolus deliveries were programmed by the user. No discrepancies were observed with the system. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.